Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/10/2025, a sales representative reported via (B)(4) that an ar-13999mf fastpass scorpion was not working properly. The jaw does not close all the way, which makes the needle unable to pass the suture through tissue. This has only been used 2-3 times. They said it had not worked properly any of the times they used it. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to misuse/mishandling due to damage to the device.